Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR because the patient reported the symptom of anaphylactics and an invisalign system product was being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic reaction, canker sores and the gums and heart palpitations. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking benadryl to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently better. The treating doctor considered the event was serious and could have led to a life threatening situation.